Event description:
Allegedly, the head dislocated from the cup. No screws were used. Revised to another company's product.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. Event device code is addressed in the package insert.